Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). The patient suspected a leak in the device, however no surgery has taken place therefore this could not be confirmed. The patient showed interesting in having a replacement surgery in the future. Product performance analyst (ppa) was unable to request further information, as customer contact for the account is unknown. Additional information was received. The patient underwent a replacement surgery for the ipp. During the procedure the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that no more information was provided. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Model number/catalog number 72403900 serial number null batch/lot number 399221010 model/catalog description pump tactile iz model number/catalog number 72402960 serial number null batch/lot number 395348016 model/catalog description reservoir 100 ml iz b1, b2, d7, e2, e3, g3, h1, h2, h10 updated.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). The patient suspected a leak in the device, however no surgery has taken place therefore this could not be confirmed. The patient showed interesting in having a replacement surgery in the future. Product performance analyst (ppa) was unable to request further information, as customer contact for the account is unknown.